Event description:
The customer reported that an error was displayed when powering the device on. There was no patient impact.

Manufacturer narrative:
(B)(4). A f/u report will be submitted upon completion of the investigation.